Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was replaced with another 2mm x 20mm x 143cm coyote es balloon catheter and the procedure was completed. No patient complications were reported.